Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 139.2 mmol/l and it repeated on a second analyzer as 131.8 mmol/l. The second sample initially resulted in a na value of 146.2 mmol/l and it repeated on a second analyzer as 136.2 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The lot number and expiration date of the na electrode were requested, but not provided. The field service engineer found damaged tubing and replaced it. A mechanism check, calibration, quality controls, and patient sample comparisons were performed; all were acceptable. The investigation determined the service actions resolved the issue.